Event description:
The customer reported that there are holes in the netting on one of the side panels. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the window side a has two 2 inch holes in the netting. Window side a lower left leg has 2 inch broken stitches. (B) (4).